Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the cartridge tip gave way and split open as the lens exited the cartridge opening. There was a crack line on the right side of the cartridge. The surgery was successfully completed.

Manufacturer narrative:
Product evaluation: the used cartridge was returned. Viscoelastic is observed in the device. The cartridge has evidence it was placed in a handpiece. The tip has a split on the right side. The associated iol is qualified for use. The lens was not returned. The iol product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified handpiece. The reported cartridge tip damage was observed. The root cause for the damage could not be determined. There appeared to be adequate viscoelastic in the device. The manufacturer internal reference number is: (B)(4).